Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mitral regurgitation (mr) and dyspnea was a cascading event of the reported slda. However, reported patient effects of mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B1: adverse event/product problem updated. B2: outcomes attributed to ae updated.h1: type of reportable event updatedh6: health effect - clinical codes, health effect - impact codes updated

Event description:
Subsequent to the initial report filing, additional information received reported that on (B)(6) 2021, the patient was symptomatic with shortness of breath. A control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to 4. On 11/09/2021, a second mitraclip procedure was performed. One clip was implanted to stabilize the slda, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. A few months later, the patient was symptomatic with shortness of breath. A control echocardiogram was performed, which found that the clip detached from one of the leaflets (single leaflet device attachment/slda). There was no intervention performed at this time. The patient will be returning for an additional clip. No additional information was provided.